Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck in a re-boot loop and therefore could not boot up successfully. A review of the system log file confirmed the reported problem. Upon functional testing, the fse troubleshooted the system and found that the problem was due to a worklist setting that was set to infinite instead of 24 hours. To resolve the issue, the fse unchecked the dicom worklist download from infinite and changed it to 24 hours, upon reboot; the system worked normally and returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was stuck in a re-boot loop and therefore could not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.